Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was reported a sample returned and during evaluation it was found that the tip of the stylet was damaged. No further information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stiffening stylet is confirmed; however, the exact root cause could not be determined. One 3cg stylet was returned for evaluation. An initial visual observation revealed two kinks about 19.7 in and 7.9 in from the distal end of the stylet. Another kink within the polyamide region of the catheter, about 0.8 in from its distal end, was also noted. A microscopic observation revealed use residue near the t-lock. The stylet tip was observed to be damaged, with the epoxy tip missing and the magnet and the core wire being broken and exposed. Plastic deformation of the polyamide coating was also observed near the break site; however, no striations or other features that could aid in the identification of a cause for the break were identified. This complaint will be recorded for future trending and monitoring purposes.